Event description:
It was reported by the territory manager the screen will stay frozen if I try to do the screen calibration. No other information was provide.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.